Manufacturer narrative:
The follow up report is submitted to relay additional information received. Complaint sample was evaluated and the reported event was confirmed; the device is fractured through the weld that holds the handle and strike plate together. Sem analysis indicates overload fracture. There are also signs of repeated use and impact marks on the device that are consistent with extraction of the broach from the femur and do not suggest misuse. Material of the strike plate, the handle and the weld material of the device was found to be consistent with specifications. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
During a procedure, it was reported that the broach handle fractured. During attempts to remove the instrument, the patient's greater trochanter fractured. An instrument that is not indicated for this type of surgery was used to complete the procedure. This event resulted in a 2 hour delay. Attempts to obtain additional information have been made; however, no more is available.